Event description:
During a follow-up in-clinic, an increase in pacing impedance, failure to capture, failure to sense, and noise resulting in oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the distal portion of the lead had broken off from the rest of the lead body. The rv lead was explanted and replaced to resolve event. The distal portion of the lead could not be removed and remains in the patient's body. The patient was stable.